Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure for treating right elbow trauma on (B)(6) 2019 and suture was used. During the procedure, the needle broke after piercing the skin for the first stitch. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot al9622, and no non-conformances were identified.